Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, leading to the pump shutting down. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.